Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Visual inspection noted sac burst along the lumen without missing pieces. The water was introduced into the inflation lumen did not experienced any obstructions to impede the flow. The microscopic examination found no conditions that could be associated with the reported event. A potential root cause for this failure mode could be due to a user related (contact with sharp objects or exposed to petrolatum based products or mechanical failure or operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the doctor did 4 insertions of foley catheters but out of four insertions the foley catheter balloon burst was noted 3 times after filling with recommended amount of water. The doctor did a total of 4 idc insertion for the patient. Per first insertion of the 14f balloon the doctor tried tugging a bit of the catheter to ensure that it was fully lodged in the patient. However balloon had slipped out. The nurse noted that the balloon area had burst and the catheter was discarded. Per 2nd insertion of the 16f balloon the doctor tried tugging a bit of the catheter again this time the catheter seemed to be in place. However once the patient stood up the catheter was slipped out. It was realized that the balloon had burst. Per 3rd insertion of the balloon same incident happened as 2nd. Per 4th insertion of the 14f balloon it was stated there was no incident. Per additional information received via email from the ibc on 05mar2021 there were no missing pieces of the balloon and the device was removed for every insertion up to the fourth. The insertion occurred in a single patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the doctor did 4 insertions of foley catheter but out of four insertions, the balloon of the foley catheter was burst 3 times after filling with recommended amount of water. Doctor did a total of 4 idc insertion for the patient. Per first insertion of the 14f balloon, the doctor tried tugging a bit of the catheter to ensure that it was fully lodged in patient. However, balloon had slipped out. Nurse noted that the balloon area had burst, catheter discarded. Per 2nd insertion of the 16f balloon, the doctor tried tugging a bit of catheter again, this time catheter seemed to be in place. However, once patient stood up, the catheter had slipped out. It was realized that the balloon had burst. Per 3rd insertion of the balloon the same incident happened as 2nd insertion. Per 4th insertion of the 14f balloon, it was stated there was no incident and per additional information via email from ibc on 05mar2021, there was no missing piece of balloon and device was removed for every insertion up to the fourth. The insertion occurred in a single patient.